Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure and it required maintenance. The issue was resolved by the customer. The system functioned as intended after the customer resolved the device issue.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed and required maintenance, which hindered users from accessing medications for a patient. This incident did not cause any delays to the patient care since user was able to manage to get the medications from other station and there was no patient harm. There were no adverse events or injuries reported based on this event.